Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the physician dropped the lead and complained the lead was not fixing well. Another lead was implanted. No patient complications have been reported as a result of this event.